Event description:
The hospital reported that, during a case, the cassette was set at 2%. The clinician noted that the output of the cassette was 0%. The clinician adjusted the cassette to deliver 2.5% and the output of the cassette was noted to be 0%. The machine was noted to alarm 'vaporizer failure'. The clinician cycled power and the case was able to be continued with no further reported problem. The clinician suspects the pt had an inadequate depth of anesthesia during the reported event. There was no reported pt injury.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.